Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h4, h6, h11. H6 component code - proposed code is mechanical (g04) stem. Medical records provided confirmed mild pain and stiffness with minor radiolucency. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient experienced pain and stiffness approximately two (2) years following right knee arthroplasty. The patient was referred to pain management clinic and reportedly improved. No plan for surgical intervention was reported. Initial operative notes noted no intraoperative complications.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona revision cemented standard femoral component right size 7 catalog #: 42504606202 lot #: 64998934, persona revision cemented tapered stem extension 14mm diameter +75mm length catalog #: 42560007514 lot #: 64853528, persona revision cemented distal femoral augment size 7, 7+ 5mm catalog #: 42556606205 lot #: 64739702, persona posterior stabilized articular surface right 20mm catalog #: 42522600520 lot #: 64104257, persona revision cemented tibial augment half block right medial size cd 5mm catalog #: 42555803405 lot #: 64925229, persona revision cemented tibial augment half block right medial size cd 10mm catalog #: 42555803210 lot #: 64729302, persona revision cemented tibial component right size d catalog #: 42542006702 lot #: 65000266, refobacin bone cement r 1x40 us catalog #: 110034355 lot #: az34al0105. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.